Manufacturer narrative:
07-jan-2016 product investigation results: reporter returned toothbrush head confirmed to be counterfeit.

Event description:
First brush head was too loose, third brush head is so hard to put on the shaft is too hard to get on and off [device connection issue], first brush head came out in mouth, second brush head tip came out in mouth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b 3d white brushheads were loose and came out. The first brush head refill was too loose and came out in the consumer's mouth. The tip of the second brush head came out in the consumer's mouth with the first use which was on (B)(6) 2015. The third brush head from the package was so hard to put on and too hard to get on and off the toothbrush. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
First brush head was too loose, third brush head is so hard to put on the shaft is too hard to get on and off [device connection issue] first brush head came out in mouth, second brush head tip came out in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b 3d white brushheads were loose and came out. The first brush head refill was too loose and came out in the consumer's mouth. The tip of the second brush head came out in the consumer's mouth with the first use which was on (B)(6) 2015. The third brush head from the package was so hard to put on and too hard to get on and off the toothbrush. No symptoms developed.